Event description:
The following event was reported to implantcast gmbh: "the combined instruments can no longer be separated from each other." Note: based on the provided information, the issue did not occur intraoperatively, but during a workshop/ product training. Therefore, no patients were involved in this event.

Manufacturer narrative:
According to the description of the event, an acs® uni im adapter could not be disconnected from an acs® uni femoral resection guide. It is known that the issue with the uni im adapter did not occur intraoperatively but during a workshop/ product training. Therefore, there was no patient involvement. Both products were provided for an optical examination. The described error pattern could be confirmed. The adapter cannot be removed from the resection guide. The connection area (pin of the adapter and the hole of the resection guide) presents several damages. It is assumed that these were caused while trying to separate both products from each other. During the investigation, the technical drawings of both products (the acs® uni im adapter as well as the acs® uni femoral resection guide anatomic) were checked and it was discovered that in a worst-case scenario, the defined tolerance specification could lead to an interference fit. Therefore, implantcast gmbh decided to conduit a product recall for these acs® uni im adapters (fsca 26002). The technical drawing / the specifications of the adapter and more specifically the tolerance of the connecting pin was changed to prevent such an interference with the resection guide. Currently, there are no acs® uni im adapters at a customer/ at a hospital in the USA. All of these adapters are in stock of the distributor. Therefore, these adapters pose no threat to any patient. In conclusion, the described incompatibility can be rooted to the faulty technical drawing/ specifications of the adapter and consequently to an incorrect tolerance/ design of the product itself. This event was assigned to the error patterns "clamping of connections/combinations" in the associated risk management.